Event description:
Scheduled carelink received with observation of rv unipolar lead warning. Carealert was received on 11 jul2022 for actual unipolar impedance of 209ohms (pol0000212). No other impedances below 200. Lead trends stable. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).